Event description:
It was reported that a malfunction occurred. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the device.